Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a bent cannula upon removal of their infusion set. Customer also reported blood at their infusion site. It was also reported the customer had a failed battery test alarm on their insulin pump. Customer declined to complete troubleshooting for their failed battery test. The customer also reported a high blood glucose of 300 mg/dl. The customer treated their blood glucose with a manual injection. Customer reported feeling thirsty from their high blood glucose. It was also found the customer had motor error alarm during a prime. Customer was able to complete the rewind sequence on their insulin pump. The customer's insulin pump also had physical damage. Customer reported cracks and pieces missing from their reservoir compartment. Customer's inulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.